Manufacturer narrative:
This event was due to not following MRI safety standards by bringing a pump with magnetic material into the mr examination room. It is known that magnetic materials should not be brought into the examination room. The safety directions as presented in the instruction for use already contain warnings on this matter.

Event description:
Philips received a report from a customer. A patient sustained a fracture in his hand, because of an attraction incident involved with a non mr compatible pump. The pump hit the patient's hand and caused a fracture.

Manufacturer narrative:
Updated date of event (B)(6) 2018.